Event description:
Patient participating in research study 'a comparison of contemporary and x3 cups in primary cemented thr'. Recruited to study on (B)(6) 2012. Right primary thr on (B)(6) 2012. Routine discharge from (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Further dislocations, admission and reduction on (B)(6) 2012. The decision was made to treat this recurrent dislocation with revision of the stem and socket to change the alignment and femoral head size. This was carried out by on (B)(6) 2012. Patient discharged on (B)(6) 2012, with no further adverse events recorded to date.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Patient participating in research study 'a comparison of contemporary & x3 cups in primary cemented thr'. Recruited to study on (B)(4) 2012. Right primary thr on (B)(6) 2012. Routine discharge from (B)(6) (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Further dislocations, admission and reduction on (B)(6) 2012. The decision was made to treat this recurrent dislocation with revision of the stem and socket to change the alignment and femoral head size. This was carried out by on (B)(6) 2012. Patient discharged on (B)(6) 2012 with no further adverse events recorded to date.

Manufacturer narrative:
The event was confirmed. Device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: there is no examination of the explanted components. The recorded early anterior dislocations of the right total hip arthroplasty were likely due to excessive anteversion of the acetabulum and inadequate soft tissue tension. These problems were resolved by the revision surgery. This clinical situation was not the result of faulty prosthetic design, manufacturing, or materials. Device history review: device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the recorded early anterior dislocations of the right total hip arthroplasty were likely due to excessive anteversion of the acetabulum and inadequate soft tissue tension. These problems were resolved by the revision surgery. This would indicate a user related root cause.